Event description:
It was reported that the patient was experiencing pain in the area of where his device is implanted. It was noted that the device was off at the time of the report and that the patient had not been able to turn the device on for 'a couple of months' prior to the report. It was further reported that the patient was having 'sharp pain' at the device site and it was going down to the groin area. It was noted that there was no falls or trauma or other accident or incident related to the complaint. It was also noted that the patient was in the emergency room (ER) at the time of the report and had been there twice. Later that day it was reported that there was a loss of therapeutic effect. The patient was in the ER and his device was not working. It was further reported that the patient is not able to turn on his device. The patient checked his device with the patient programmer and it was confirmed that the device was on and the patient was not at his upper limit. It was noted that the patient went to the ER. It was also noted that the ER thought that the patient might have a pinched nerve. A few days later it was reported that the patient had stimulation off for about 1.5 years and that the patient was feeling great and did not need it. However, at the time of the report the patient needed stimulation again. Therapy impedances were at 925 ohms and the elective replacement indicator equaled 3.05 years. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient was scheduled for a replacement of his implantable neurostimulator as it was nearing the end of service (eos). It was noted that the therapy was good at this point.

Event description:
Additional information received reported that impedance testing was performed, and all electrodes were in "working order". It was stated that the battery life had decreased and the patient was going to visit their doctor to discuss a replacement. Reprogramming was performed to make "minor adjustments". It was stated that the patient was "happy with the therapy and excited to get a new stimulator". No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3887-33, lot# l73476, implanted: (B)(6) 2000, product type lead; product ID 3887-28, lot# l63361, implanted: (B)(6) 1999, product type lead; product ID 3887-28, lot# l63361, implanted: (B)(6) 1999, product type lead. (B)(4).